Event description:
It was reported that pump displayed recurring cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.